Manufacturer narrative:
(B)(4) service rep replaced the hard drive and updated system software. Passes all functional checks and is ready for patient use.

Event description:
Customer reported an issue with the panorama central station display which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.